Event description:
It was reported that the patient presented for a scheduled follow up. Upon review, the right ventricular lead exhibited poor sensing and capture. Chest x-ray suggested the lead was not dislodged. The lead was repositioned successfully on (B)(6) 2017. Event resolved without sequelae.